Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the ER after hearing the patient alert. There was oversensing and varying impedance between 500 and 3000 ohms. Detections were turned off. No patient complications have been reported as a result of this event.